Manufacturer narrative:
Concomitant medical products: 694765, lead, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an infection occurred. An echocardiogram was performed and a large mass was noted to be attached to the leads in the right atrium of the patient's native heart. The mass was removed via an aspiration thrombectomy cannula. The cardiac resynchronization therapy defibrillator (crt-d) system which had previously been abandoned post-heterotopic heart transplant was removed. No further patient complications have been reported as a result of this event.